Event description:
The customer reported that the unit alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician returned the device to the manufacturing facility for evaluation. Review of the ventilators diagnostic history noted the ventilator had restarted at time of event. The customer reported problem could not be duplicated and passed testing.